Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported infusion was insufficient even though an infusion line was not clogged, and therefore, the eyeball collapsed. It was judged that the intraocular pressure (iop) control function was defective during cataract vitrectomy combination procedure. The procedure was completed after replacing the product with another one. The involved eye and the patient identifier are not available.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The returned sample was visually inspected, and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample failed intraocular pressure (iop) calibration and generated a system message code of 3467. The console¿s received signal amplitude (rsa) value associated with this event was reviewed and found to be non-conforming. The received signal amplitude (rsa) value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code 3467 if the value decreases below a threshold limit at any point during priming or surgery when the intraocular pressure (iop) function is enabled. Analysis of the returned sample revealed that the customer¿s event is related to a low received signal amplitude (rsa) value associated with the cassette. Action was taken to determine root cause and perform corrective actions. Quality assurance was unable to identify specific primary contributors during production of complaint cassette lots or any visual defects on the returned complaint samples that were previously known to cause received signal amplitude (rsa) failure. The common cause variation in the manufacturing process is a possible cause which was addressed and corrected under past actions taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review of the file, it was determined that the information provided for the event eyeball collapsed does not represent a reportable (serious injury) since, no patient harm was reported and the surgery was completed after replacing the product with another one.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).